Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to retrieve exams from pacs. Nothing was known to have changed with the sites pacs system. The site previously was able to pull from pacs with no issues. The site was able to use another of their other navigation system to retrieve exams without any issues. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was resolved over the phone. The issue was not with the navigation system, but with the internal network at the account. The issue was resolved when the data ports being used were labelled correctly on the hospitals internal network.